Event description:
It was reported that this inflatable penile prosthesis cylinders were removed due to a bulge in one of the cylinders. A new inflatable penile prosthesis was implanted. No patient complications were reported.